Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 1260. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name updated. D9 date returned to manufacturer: 6/16/2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. The pump was turned on to find an alarm 1260. The cause of the customer reported problem was the defective main board. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the main board, and the pump passed all functional tests and performed as intended after repair.